Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure an in.pact av access balloon was used to treat a lesion located in the cephalic vein in the right arm. Post procedure a perforation was noted. Please note that this device (in.pact av access) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (in.pact admiral).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.